Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, eccentric, de novo 95% stenosed lesion of the mid left anterior descending artery (lad), the 2.5 mm x 15 mm trek was used for pre-dilatation and during the first inflation the balloon ruptured at 8 atmosphere after 10 seconds. The device was changed and a second 2.5 mm x 15 mm trek was inflated but ruptured during the first inflation at 8 atmosphere after 10 seconds. A non-abbott balloon was used and a non-abbott stent was deployed without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other trek dilatation catheter is being filed under a separate MFR number. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the loosely folded balloon and inflation lumen, consistent with a leak while in the patient anatomy. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure (rbp), when it fluid was observed coming out from a tear in the outer member 3 centimeters (cm) proximal to the proximal balloon seal. There were multiple scratches in the outer member 1.6 cm proximal to the proximal balloon seal. The shaft was cut distal to the scratches noted and a flushing tool was inserted in the inflation lumen at the proximal end of the cut. A new indeflator was connected to the flushing tool and was used to inflate the balloon to rbp and the balloon inflated with no anomalies noted. It is likely that the noted tear in the shaft was perceived by the account as a balloon rupture. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any damage noted during the inspection prior to use or a leak noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulty experienced during the procedure. The patient anatomy was heavily tortuous and calcified with 95% stenosis, which likely contributed to the reported difficulty. In this case, it is likely that the shaft was damaged during interactions with other devices and/or the calcified anatomy. A search of the device lot history record indicated no nonconforming material reports for the lot. Additionally, a search of the complaint-handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for damage, including at the operation when the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity and rated burst pressure prior to release.